Event description:
It was reported that during an open sigmoidectomy, the acral part of the device was caught in the tissue after the 3rd stroke of the 3rd firing and the device could not be removed. As the doctor was concerned that the tissue would have been damaged if the device had been pulled out forcibly, the device was removed by cutting the caught tissue with scissors. The deployed staples were b-formed shape. There was no problem with the cut line. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.